Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory(eeprom) was uploaded and indicated 16 autoclave cycles for the handle. A pmv representative adapter and single use loading unit(sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, on stomach transaction, when the scrub nurse tried to ch ange, reload to 4th reload, the power of the device was suddenly down and after 10 - 20 seconds, it turned on when the scrub nurse pushes every button. They exchanged the device to resolve the issue in order to complete the case.